Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth.

Event description:
The customer reported necrosis of tooth #9 due to wearing aligners. The customer required medical intervention and dental restorative work was performed. Aligner treatment was discontinued.